Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that a battery removal test failed. After replacing a capacitor the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Event description:
It was reported that during inspection and prior to use of the external pulse generator (epg), when the battery was attempted to be removed, the device unexpectedly lost power. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the backup failure of the power supply at the battery exchange was confirmed. The backup time was 0 seconds. The main printed circuit board assembly was replaced. (B)(4).